Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the scope passed the dunk test. The cover has a dent and scratches. The lens has old glue and a chip at the edge. The insertion tube has excessive scratches. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while reprocessing an evis exera ii duodenoscope, a stent was found stuck in the biopsy channel. There was no patient contact/impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the device manufacturer date. Multiple documented attempts to obtain additional information from the user facility have been unsuccessful, to-date. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although the customer's complaint could not be confirmed at the olympus service center, it is likely the stent may have stuck by some irregularity by the user handling. It is possible that the diameter of the stent used was not appropriate, the stent was deformed and broken, or passing through deviated from the instructions for use (IFU). However, since the details of the stent and procedure are unknown, we are not able to identify the root cause. The device's IFU describes the following: "5.4 manually cleaning the endoscope and accessories: brush the channels: warning: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk."